Manufacturer narrative:
The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device is not being returned and no lot number was provided. This device was used for treatment not diagnosis.

Event description:
It was reported that the patient returned for a one week follow-up to a lefort I osteotomy. The surgeon noticed an open bite and a malocclusion. The reoperation was scheduled for (B)(6) 2013 where the surgeon removed all the hardware. All the hardware was intact and nothing was broken. The surgeon re-established the proper occlusion and revised with 2.0mm cortex screws and an l-plate for rigid fixation. No further information was provided. This is report 19 of 22 for complaint (B)(4).